Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, a definitive root cause of the faulty power supply could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue regarding the spare light turning on was confirmed, due to a faulty power supply. During evaluation, it was observed, scratches were noted on the top cover, and the reported issue regarding error e216 was not duplicated. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the evis exera iii xenon light source exhibited communication error e216. It was also reported the spare bulb light came on even though the bulb was just changed. There was no harm or user injury reported due to the event.